Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in (B)(6) 2000, irritable bowel syndrome, depression in march 2000 and anxiety in (B)(6) 2000. Concurrent conditions included small intestinal bacterial overgrowth and spleen atrophy since 2015. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia) "), hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) "), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), abdominal pain lower ("lower abdominal pain/ abdominal cramping") and pain ("pain during periods and extended activity"). The patient was treated with surgery (on (B)(6) 2008 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the menorrhagia, hypersensitivity, vaginal haemorrhage, female sexual dysfunction, allergy to metals and pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2008, she undewent hysterosalpingogram (hsg) - modified hsg. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs: abnormal bleeding vaginal, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), nickel allergy, dyspareunia (painful sexual intercourse), lower abdominal pain and pain during and extended activity. Reporter information, concomitant disease, historical condition. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in (B)(6) 2000, irritable bowel syndrome, depression in (B)(6) 2000 and anxiety in (B)(6) 2000. Concurrent conditions included small intestinal bacterial overgrowth and spleen atrophy since 2015. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia) "), hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) "), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), abdominal pain lower ("lower abdominal pain/ abdominal cramping") and pain ("pain during periods and extended activity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic left salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the menorrhagia, hypersensitivity, vaginal haemorrhage, female sexual dysfunction, allergy to metals and pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008 pre/post operative diagnoses included pelvic pain, essure in situ and nickel allergy. Also after surgery right ovarian cyst was diagnosed. On (B)(6) 2008 laparoscopic right ovarian cystectomy was also performed. Diagnostic results: in (B)(6) 2008, she underwent hysterosalpingogram (hsg) - modified hsg. On (B)(6) 2008 final pathologic diagnosis: right and left tube (excision): two benign fallopian tube segments, each showing complete transection. Right ovarian cyst wall (excision): fragments of benign ovarian tissue with benign theca-lutein cyst tissue. Gross description:one of the fallopian tubes has an inserted portion of metallic wire at the proximal end. Upon sectioning this portion of metal occupies approximately 3 cm of the proximal aspect of this tube. The other fallopian tube is unremarkable. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Essure was inserted on (B)(6) 2008. On (B)(6) 2008 plaintiff was experiencing for left sided pelvic pain that comes and goes, variable in severity. Sexual intercourse if really painful. On (B)(6) 2008 pre/post operative diagnoses included pelvic pain, essure in situ and nickel allergy. Also after surgery right ovarian cyst was diagnosed. Procedures performed laparoscopic bilateral salpingectomy laparoscopic left salpingectomy and laparoscopic right ovarian cystectomy. On (B)(6) 2008 final pathologic diagnosis: right and left tube (excision): two benign fallopian tube segments, each showing complete transection. Right ovarian cyst wall (excision): fragments of benign ovarian tissue with benign theca-lutein cyst tissue. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine in (B)(6) 2000, irritable bowel syndrome, depression in (B)(6) 2000 and anxiety in (B)(6) 2000. Concurrent conditions included small intestinal bacterial overgrowth and spleen atrophy since 2015. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia) "), hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) "), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), abdominal pain lower ("lower abdominal pain/ abdominal cramping") and pain ("pain during periods and extended activity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic left salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved and the menorrhagia, hypersensitivity, vaginal haemorrhage, female sexual dysfunction, allergy to metals and pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008 pre/post operative diagnoses included pelvic pain, essure in situ and nickel allergy. Also after surgery right ovarian cyst was diagnosed. On (B)(6) 2008 laparoscopic right ovarian cystectomy was also performed. Diagnostic results: in (B)(6) 2008, she underwent hysterosalpingogram (hsg) - modified hsg. On (B)(6) 2008 final pathologic diagnosis: right and left tube (excision): two benign fallopian tube segments, each showing complete transection. Right ovarian cyst wall (excision): fragments of benign ovarian tissue with benign theca-lutein cyst tissue. Gross description: one of the fallopian tubes has an inserted portion of metallic wire at the proximal end. Upon sectioning this portion of metal occupies approximately 3 cm of the proximal aspect of this tube. The other fallopian tube is unremarkable. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals and dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: internal review on (B)(6) 2018 revealed that the previously reported follow-up receipt date (B)(6) 2018 need to be corrected to the (B)(6) 2018. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome. Concurrent conditions included spleen atrophy since 2015, migraine since april 2000, depression since (B)(6) 2000, anxiety since (B)(6) 2000 and small intestinal bacterial overgrowth. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation / abnormal bleeding menorrhagia) "), hypersensitivity ("allergic reaction / allergic or hypersensitivity reaction"), vaginal haemorrhage ("abnormal bleeding vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping) / pain during periods"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) / painful intercourse"), abdominal pain lower ("lower abdominal pain/ abdominal cramping") and pain ("pain during extended activity"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, laparoscopic left salpingectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved, the menorrhagia, hypersensitivity, vaginal haemorrhage and pain outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal pain lower, allergy to metals, dysmenorrhoea, dyspareunia, female sexual dysfunction, hypersensitivity, menorrhagia, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2008 pre/post operative diagnoses included pelvic pain, essure in situ and nickel allergy. Also after surgery right ovarian cyst was diagnosed. On (B)(6) 2008 laparoscopic right ovarian cystectomy was also performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Diagnostic results: in (B)(6) 2008, she undewent hysterosalpingogram (hsg) - modified hsg. On (B)(6) 2008 final pathologic diagnosis: right and left tube (excision): two benign fallopian tube segments, each showing complete transection. Right ovarian cyst wall (excision): fragments of benign ovarian tissue with benign theca-lutein cyst tissue. Gross description: one of the fallopian tubes has an inserted portion of metallic wire at the proximal end. Upon sectioning this portion of metal occupies approximately 3 cm of the proximal aspect of this tube. The other fallopian tube is unremarkable. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, allergy to metals and dyspareunia. Most recent follow-up information incorporated above includes: on 11-nov-2019: pfs received: event nickel allergy outcome added "not recovered/not resolved" and event inability to have sex outcome added as "recovered/resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2008). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, menorrhagia and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menorrhagia and pelvic pain to be related to essure. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.